Manufacturer narrative:
The initial emdr record was due for submission on may 24, 2026. Due to a high volume of complaint entries, the complaint assessment was completed later than expected, which delayed creation of the emdr submission record. Following completion of the reportability assessment, the emdr record was created on may 23, 2026. The importance timely complaint entry and the direct correlation to the creation of other complaint records has been reviewed with the team.

Event description:
Implant failed to osseointegrate.